Event description:
The info provided to sjm indicated a 6f angio-seal was deployed following a percutaneous coronary intervention (pci). The next morning while still in the hospital, the pt complained of pain and numbness in the lower left leg. Pedal pulses were weak to absent which was confirmed by doppler. Angiography revealed an occlusion of the left common femoral artery (cfa). An atherectomy procedure was performed to clear the collagen from the artery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.